Event description:
Customer reported an issue with incorrect pump time display, which was greater than 5 minutes than the actual time. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in updating the pump time and advised monitoring of the time discrepancy, with instructions to follow up if it recurs.